Manufacturer narrative:
The fields b1 (adverse events/product problem), b2 (outcome attributed to adverse event), h1 (type of reportable event), and h11 (additional MFR narrative) have been revised. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Boston scientific accolade devices measure pacing impedance using a different methodology than an external psa. To reduce energy consumption and to ensure that the test signal does not capture the heart, the device uses a very small, subthreshold signal to measure pace lead impedance. On rare occasion, this can result in a higher impedance value than what was obtained with the external psa. This may have been the case with this device.

Event description:
It was reported that during an implant procedure, this system with implantable pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited high out of range (oor) pacing impedance, noise, oversensing, undersensing, connection issues and pacing inhibition, upon connecting both leads to the device. Physician disconnected the leads from the header, checked the connection and reinserted the pins appropriately and tested through the device with same observation noted. Impedance values were noted to be normal within range when both leads were tested with pacing system analyzer (psa). Eventually, it was decided that the header was faulty, and the device was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during an implant procedure, this system with implantable pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited high out of range (oor) pacing impedance, noise, oversensing, undersensing, connection issues and pacing inhibition, upon connecting both leads to the device. Physician disconnected the leads from the header, checked the connection and reinserted the pins appropriately and tested through the device with same observation noted. Impedance values were noted to be normal within range when both leads were tested with pacing system analyzer (psa). Eventually, it was decided that the header was faulty, and the device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, this system with implantable pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited high out of range (oor) pacing impedance, noise, oversensing, undersensing, connection issues and pacing inhibition, upon connecting both leads to the device. Physician disconnected the leads from the header, checked the connection and reinserted the pins appropriately and tested through the device with same observation noted. Impedance values were noted to be normal within range when both leads were tested with pacing system analyzer (psa). Eventually, it was decided that the header was faulty, and the device was replaced. No additional adverse patient effects were reported.